Event description:
It was reported that following the implantation of a retroarc, the patient experienced moderate acute cystitis. On (B)(6) 2015, the patient was prescribed cpro 500mg "bid" for 5 days. The event was considered recovering/resolving (adverse event) is improving. There were no further patient complications reported in relation to this event. Related to MFR # 3011770902-2016-00015.

Manufacturer narrative:
Add'l info.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the event was considered resolved/recovered with no sequelae as of (B)(6) 2016. If additional information is received, a follow up report will be sent.